Event description:
The customer received a blood glucose reading of 156mg/dl on the contour next ez and did not take insulin. He began having hyperglycemic symptoms and was taken to the hospital where his blood glucose readings were 500mg/dl and hi on the hospital meter. While still in the hospital the nurse ran the customer's blood test on his contour next ez and readings were 218 and 314mg/dl. The lab reading was 1308mg/dl. He was given insulin every hour. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. The customer was asked to return the test strips for investigation. New meter and strips were sent to him.